Event description:
Injector prematurely terminated injection of contrast material intra-arterially during abdominal aortagram. Attempts to correct failure were unsuccessful. Device removed from room and a replacement brought in from another facility. Pt exam interrupted 30 mins. Risks to pt include extended time with arterial access. This could cause clot formation and embolism in artery. Co contacted, service call initiated.